Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted lead placement, the guide catheter was in place in the coronary sinus. A venogram was done and showed that the vessel was dissected, so the lead placement was abandoned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.